Event description:
It was reported that visible air bubbles occurred. During aspiration at the time of farawave catheter insertion, air was drawn with each suction within the faradrive steerable sheath. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications. The device is expected to return for analysis. It was further reported the method of irrigation used for the sheath was a terumo pump, and flow rate is not known. Large amount of air bubbles in the three-way stopcock assembly, shaft, and syringe were observed. No air was seen in the patient. The position of the guidewire when they inserted farawave catheter into the sheath was in the left superior pulmonary vein (lspv).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Correction to section a3a and a3b. Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was analyzed. The faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Event description:
It was reported that visible air bubbles occurred. During aspiration at the time of farawave catheter insertion, air was drawn with each suction within the faradrive steerable sheath. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications. The device was received for analysis. It was further reported the method of irrigation used for the sheath was a terumo pump, and flow rate is not known. Large amount of air bubbles in the three-way stopcock assembly, shaft, and syringe were observed. No air was seen in the patient. The position of the guidewire when they inserted farawave catheter into the sheath was in the left superior pulmonary vein (lspv).